Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: tumor and compression fracture at l2 levels implanted: l2 it was reported that intra-op, the balloon was ruptured during inflation. The product came in contact with the patient. No patient symptoms or complications as a result of this event were reported. No fragments were left in the patient.

Manufacturer narrative:
Product analysis: a visual and functional analysis of the ibt returned reveal that balloon have ruptured/been cut at the peak of the balloon when inflated. Cuts are radial, this type of rupture is consistent with the balloon coming in contact with bone splinters while the balloon is inflated in the vertebral body. If information is provided in the future, a supplemental report will be issued.